Event description:
It was reported that the customer's insulin pump alarmed and insulin squirted out during the rewind/prime process. The customer's blood glucose was 68mg/dl before breakfast. The caller mentioned that the drive support cap was cracked and protruded. Advised the mother that the insulin pump would be replaced. No further information was provided.

Manufacturer narrative:
The insulin pump was unable to prime during prime test due to protruded/loose drive support disk. No prime alarm noted. The insulin pump had a cracked reservoir tube lip, cracked battery tube threads, cracked case at display window corner and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.